Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. When reviewing reportable events for maxi move we have found a very low number of similar cases (lift tipping during use). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The device was not inspected by an arjohuntleigh representative and no fault was found that caused or contributed to the reported event: device met its specification. The device was being used for patient handling and in that way contributed to the event. It was reported that maxi move tipped during use onto the caregiver with the resident on the lift. Based on previous investigations, the following factors are considered the possible causes for lift tipping: the brakes were still on while moving the device - no information about applied brakes was provided. The lift was maneuvered using other part than the handles, such as mast, motor shaft, boom, sling or resident - this factor can be related as initially reported by the facility: "they have to angle the hoyer and put the member in the chair from the side instead of going to the front. This caused the hoyer to lean some due to all of the weight being on the side." Obstruction on the floor was presented and the lift was pushed towards it directly - no information about obstructions was revealed. The lift was pushed/pulled sideways instead of the front direction - most likely related as per provided information: "resident and sling were swung to the side of the lift and over the chair seat, causing the lift to become unbalanced and to tip over sideways". The lift was not in good working condition - device examination performed with the customer after the incident showed that the involved lift is working to its specification, no malfunction was found that caused or contributed to the reported event. Please note also that it was stated by the facility that "cnas were assisting a very large meet in the hoyer from bed to her wheelchair" and xxl sling was attached to the lift "currently". From this information we can conclude that the patient was likely above average weight (the exact weight was not released). That may have contributed to the instability if the device was incorrectly used as indicated by the customer's report. Product instruction for use is provided with each device. IFU (001.25060.en rev. 11 from january 2014) provides safety instructions regarding maneuvering the lift: "do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the manoeuvring handle when displacing the lift". "When lowering the spreader bar, ensure that the patient's and attendant's legs and feet are well clear of any parts of the lift in order to avoid patient injuries and/or damage to the maxi move. Only detach the sling leg connection clips followed by the shoulder connection clips when the patient's body weight is fully supported by the bed". "Whenever possible, always approach the patient from the front". "To lift from a chair" sections informs: "when lowering the patient back down, lower the positioning handle to put the patient into a sitting position. This avoids further lifting strain. Take care not to push down too quickly, as this may jerk the patient's head forward". Our lift devices fulfill the iso10535 requirements of being stable with the safe working load weight in the most adverse position. The factors as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event. It appears more likely that the use of the device was a main factor which lead to the incident. When the device is pulled into the desired position with applied brakes, it is possible that the lift will topple over in the direction that is pulled. As required per iso 10535 a stability test was performed during design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the device does not become unstable. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears that the maxi move was not correctly maneuvered by the user. Please note also that no fault was found with a device that caused or contributed to this event. Additionally no training records for the customer employees were provided. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our evaluation leads to a conclusion that an use error occurred, this is supported by facts: device was in good condition and no malfunction was found that caused or contributed to this event. Information that caregivers either tilted the lift or swung the patient sideways pulling the sling to position her onto chair. Information that caregivers approached the wheelchair in a manner that cause the destination to be incorrectly lined up. The involved lift meets iso 10535:2006 requirements for lateral stability.

Event description:
Initially it was reported by arjohuntleigh representative that lift tipped during use: "three staff members were transferring the patient into wheelchair. Instead of approaching the chair from the front, the lift with resident in it was advanced from the side of the chair. This positioning placed patient over the very front of the chair, instead of being centered over the seat. It also placed the leg of the lift between the front wheels and rear wheels of the chair, preventing proper repositioning of the resident over the chair by moving the lift. Instead, resident and sling were swung to the side of the lift and over the chair seat, causing the lift to become unbalanced and to tip over sideways. Staff caught the lift before it fell very far. The tipping of the lift caused resident to be seated in chair, so staff unclipped the sling and righted the lift". As a result of this incident the caregiver sustained "small bruise" to lower right leg from contact with side of lift leg, when lift leg came up off the floor. No hospitalization was required. "No pain, no pain meds", per cna.